Event description:
On (B)(6) 2025. A patient underwent an ultrasound guided pelvic drainage procedure. During the procedure, it was reported that the accessories was allegedly found damaged. Reportedly, tube body was allegedly found folded. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photo was provided for review. The photos show partial view of drainage catheter in which trocar needle along with cannula was protruding from the distal tip of the catheter and thread was coming out from the thread hole. Catheter tube body was noted to be folded in multiple places. Therefore, the investigation is confirmed for the reported tube body folded issue, and the investigation is inconclusive for the reported accessories damaged issue as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent an ultrasound guided pelvic drainage procedure. During the procedure, it was reported that the accessories was allegedly found damaged. Reportedly, tube body was allegedly found folded. There was no reported patient injury.